Event description:
(B)(4). Had essure implanted along with ablation on (B)(6) 2011. Woke up with a severe headache on (B)(6) 2011 and have had a headache everyday since. Also severe stabbing pains in my lower pelvic area.